Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A direct relationship between the device and the reported subdural hematoma could not be conclusively determined. Stroke, neurological dysfunctions, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file for this event.

Manufacturer narrative:
Age of device: 3 years, 1 month, 21 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a subdural hematoma (sdh). CT scan also showed old lacunar infarct. The inr goal was lowered due to sdh. The patient had seizures due to sdh and was treated with keppra. Further imaging did not show increase in the sdh or any further transient ischemic attack (tia) up through (B)(6) of this year. No further information was provided.